Event description:
It was reported that no disposable alarm occurred on two pumps. The patient had to waste a cassette due to repeated alarm with both pumps. The patient attached a new prefilled cassette to a pump with no further alarms. No patient injury was reported.

Manufacturer narrative:
UDI, catalog number, device name, and initial reporter are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: no product was returned in which to perform visual or functional evaluation. Results: we are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event could not be determined as no sample was received for investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A manufacturing device history record DHR review could not be performed as no lot number information was received.